Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the outer body was stretched, accordion wrinkled and ruptured on the proximal shaft at 5cm distal to the strain relief. The outer body was also compressed on its distal shaft just proximal to the stent location. A lot of blood was noted in the inner body and outer body. The inner body bumper marker was protruding 1cm from the distal end of the outer body distal tip. The inner body was jammed in the outer body. The stent was in the outer body, in its intended location. The stent was deployed and a lot of resistance was encountered due to the anomalies noted on the outer body. The stent was noted to be full of blood and no other anomalies were noted. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. It appears that the outer body stretched and became separated/ruptured due to pushing and pulling on the inner body during use. The damages noted to the device are indicative of stent deployment friction. The cause of the event was unusually high friction between the inner body, outer body and/or the stent in the system. The precise cause of the friction can not be determined in this case. However, due to the high friction, the physician most likely applied excessive force between the inner and outer bodies in an effort to deploy the stent resulting in the observed anomalies. This tensile force in the outer body can cause stretching of the outer body, and the corresponding compressive force in the inner body can cause compression the inner body that may manifest itself as buckling, bending, and possibly kinking and breakage. It is not possible to determine the most likely cause of the reported event.

Event description:
Analysis of the returned device found that the outer body proximal shaft had ruptured. There was no reported clinical consequence to the patient.